Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to infection and erosion. No further patient complications were reported.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the first day of the year the event possibly occurred.